Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal end of the crimped stent was damaged and lifted upwards from the stent profile. There was no evidence to suggest that any stent strut along the length of the body of the stent was fractured. This type of damage is consistent with resistance being encountered while attempting to advance the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent fracture occurred. The 90% stenosed target lesion was located in a calcified and tortuous proximal left anterior descending artery. After a 2.50x24mm promus element stent crossed the lesion it was observed that the stent displayed a fractured strut. The stent was then removed from the patient and the procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that a stent fracture occurred. The 90% stenosed target lesion was located in a calcified and tortuous proximal left anterior descending artery. After a 2.50x24mm promus element stent crossed the lesion it was observed that the stent displayed a fractured strut. The stent was then removed from the patient and the procedure was completed with another same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).